Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as t-wave oversensing. The right ventricular lead remains in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.